Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted.

Event description:
Customer reported via phone call that the insulin pump had off no power alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states they did receive a low battery alert prior to the replace battery alert. Customer states the new battery did not resolve the issue. The device will be returned for analysis.